Event description:
The user facility reported that following diagnostic angiography, percutaneous intervention of the right coronary was undertaken. A jr4 guide was utilized, and a 0.014 run-through wire was advanced into the right coronary. Balloon angioplasty was performed, followed by positioning and deployment of a stent. A second stent was placed distal to the initial stent with good results. There was evidence of a large portion of plaque displaced medially, necessitating rewiring of the vessel. The advancement of a subsequent balloon was complicated by significant resistance, and upon attempted removal, the distal tip of the guidewire fractured. The wire was then removed and inspected. Another coronary wire was advanced into the distal right, requiring the use of a 90-degree super cross catheter to facilitate wire passage through the previously placed stents. A 2.5 mm balloon then passed easily through the stents. A 6 french guide liner was utilized to facilitate stent placement and pinning of the wire, but it would not cross the pre-existing stent. We post-dilated the existing stent with a 4.0 mm balloon. We advanced a 2.5 mm balloon through the stent and were able to deliver a 5.0 guide liner. Through this, a 3.0 mm stent was placed into the mid to distal right coronary. However, we were unable to advance any larger stents through the guide liner, which was ultimately removed and replaced with a 6 french guide liner. A 4.0 mm balloon was then advanced into the mid-right and partially inflated. Ultimately, we were able to deliver the 6 french guide liner into the stented segment of the proximal right coronary artery. Through this, a 4 x 18 mm stent was placed, pinning the guidewire to the vessel wall. All wires, catheters, and balloons were then removed. Fluoroscopy demonstrated no evidence of wire fragments outside of the right coronary artery. Following the procedure, all catheters were removed. There was no blood loss. The event occurred intra-operatively, and no medical intervention was required. Additional information was received on 13 mar 2025: the approximate size of the distal tip that broke off and was stented to the vessel wall is 20-25 mm. The patient was in stable condition, did not have any symptoms during the procedure, and was discharged the next day. The sample was wiped down, but there could be some blood contamination. There was no contamination by anti-cancer agents.